Event description:
A noise was reported from the machine and a loss of gantry motion was exhibited. The gantry did not move as it is balanced well enough to not move without motor drive force. The half-link was determined to be where the chain broke. There was a pt on table, but there was no injury to the pt.

Manufacturer narrative:
The root cause of the broken half link is under investigation. There was no injury involved with this incident, but if this were to recur, serious injury or death could not be ruled out.